Event description:
It was reported that the cot was positioned with the head end in the second highest position and the foot end in the lowest possible position to place a patient on it. When the operator raised the foot end, the head end gave way and the base folded together. The operator at the head end fell down, and an unverified injury is alleged.